Manufacturer narrative:
Upon further review, facility informed manufacturer that no cases of chemical colitis have been confirmed.

Manufacturer narrative:
Machine functioned as intended. Machine functioned according to product specification. During evaluation of the endoscope disinfector, a medivators representative discovered the facility was using a hook-up intended for a different aer, instead of the proper hook-up for the mv aer. Improper hook-ups being used were also visibly cracked. Per service user manual, hook-ups should be inspected for damage and/or deterioration and replaced if necessary. The daily in-service checklist should be followed to ensure proper disinfection. Chemical colitis claims have not been confirmed by the facility at this time. Additional information in regards to chemical colitis has been requested. If additional information becomes available at a later date, a follow-up report will be sent. Five aer units are in use at this facility. See additional MDR# 2150060-2011-00008, -00007, -00005, -00004.

Event description:
Customer reported blocked channel, leaving opa in the basin of machine. Customer claims a possible increase of chemical colitis among patients. As of 01/12/2011, no chemical colitis claims have been confirmed by facility.